Event description:
It was reported that the patient used primapore adhesive 8x15cm ctn 20 on a pd catheter exit site, after having an adverse reaction to a competitor's product. The site was aggravated further. It was also reported that the patient has had skin problems along the waistline since the pd catheter was inserted. To resolve the issue the patient is abstaining from any product use at this time to affix the catheter.